Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness within specification). And missing shell assessed, as inconclusive. Lump/nodule: unable to observe, since it is not related to the device. As per the investigation procedure: non-penetrating nicks, particles and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side possible extracapsular rupture. And a small nodule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side possible extracapsular rupture. And a small nodule. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported, right side possible extracapsular rupture. And a small nodule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Lump/nodule: unable to observe. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.